Event description:
A caller reported that the insulin cartridge leaked from the o-ring. The customer's blood glucose did not exceed 500 mg/dl, indicating there was no adverse impact on their blood glucose level. The caller managed to change the cartridge and successfully resumed insulin therapy.